Event description:
One endeavor sprint rx drug-eluting stent was implanted at the 2nd obtuse marginal. A cerebrovascular accident (cva) is reported to have occurred approximately 6 weeks following index procedure. Investigator assessed the event as an ischemic stroke. Irregularity of the distal clavicle and carotid artery suggestive of disease is reported to have occurred. MRI of brain showed 3 fibre optic confocal imaging of right parietal lobe suggestive of acute ischemia. Likely embolic stroke-hx. Patient was hospitalized for 3 days. Patient is continuing with treatment. Investigator indicated that there was no relationship to the study device.

Event description:
The patient died approximately 45 months post index procedure. The cause of death was reported to be due to a subdural hematoma following a fall. The investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
(B) (4). Results: cva/stroke.